Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired with the dexcom app but failed to pair with the ilet, resulting in intermittent communication failure between the cgm and pump; troubleshooting included toggling settings and restarting the ilet, but ultimately a new dexcom g7 sensor was started with a confirmed warm-up. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and the cgm partner. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure, with involvement of an electrical and magnetic component and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.